Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Inspection of the machine revealed that the internal bypass silicone joint of the device had come off and caused water to leak. After resecuring the connection, the device was tested and no issues were noted. The device was then retuned for clinical use. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of leak was verified. The cause of the leak was due to the internal bypass silicone joint coming off. The silicone joint was resecured to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during set up. There was no patient involvement. No additional information is available.